Manufacturer narrative:
Concomitant medical products: product ID 978b128 lot/serial#: (B)(4), implanted: (B)(6) 2022, product type lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 26-jul-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during implant >4000 impedances on c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3 at 1 amp were observed. The rep increased the amps from 1.0 to 2.0 and rechecked impedance. Reading were still off. Disconnected the battery from the lead. Wiped lead off with wet and dry, examined for any visible damage, saw nothing. Reconnected the battery to lead. Checked impedance at 1 amp and 2 amps a second time. Impedances were still off. Checked impendence with 8840 instead of th90p01 controller. Impedances off with 8840. Physician asked if we could try a different battery. Tried a different battery. Checked impedances at both 1.0 and 2.0 amps. Impedances were still off. Checked lead for motor response and all seemed same as during lead placement. Physician did not want to replace the lead due to this impedance issue. Decision was made to not make any changes to the lead and implant patient with njy534135h battery. The issue was resolved the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3058,lot#/serial# (B)(6), implanted: (B)(6) 2022, product type implantable neurostimu lator product ID 978b128, lot# va2j1xh, implanted: (B)(6) 2022, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
H3: analysis of the ins (s/n (B)(6)) revealed that the setscrew was backed out beyond the point of being able to engage with the connector block. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during implant >(B)(4) impedances on c<(>&<)>0, 0<(>&<)>1, 0<(>&<)>2, 0<(>&<)>3 at 1 amp were observed. The rep increased the amps from 1.0 to 2.0 and rechecked impedance. Reading were still off. Disconnected the battery from the lead. Wiped lead off with wet and dry, examined for any visible damage, saw nothing. Reconnected the battery to lead. Checked impedance at 1 amp and 2 amps a second time. Impedances were still off. Checked impendences with 8840 instead of th90p01 controller. Impedances off with 8840. Physician asked if we could try a different battery. Tried a different battery. Checked impedances at both 1.0 and 2.0 amps. Impedances were still off. Checked lead for motor response and all seemed same as during lead placement. Physician did not want to replace the lead due to this impedance issue. Decision was made to not make any changes to the lead and implant patient with (B)(6) battery. The issue was resolved the time of this report. 2022-jan-21 e1 (rep): additional information was received from the rep stating that the cause of the high impedance was not determined.